Event description:
Omnilink stent dislodged from balloon before being deployed during stenting of an iliac artery. Underwent catheterization for stents to right superficial femoral artery stenosis via left external femoral artery. Developed left iliac dissection and stent placed to seal. Unable to deploy stent in right femoral artery and unable to retrieve in cath lab. Patient sent to or emergently for removal of foreign body left femoral artery, left artery interposition graft and repair of left femoral vein.